Manufacturer narrative:
The field service engineer (fse) replaced the power management (pm) board to address the reported problem. The fse states that he replaced battery and the problem was not corrected, then after talking to product support he was advised to replaced the pm board.

Event description:
The customer reported that the battery does not charge. The customer reported there was no patient involvement.